Event description:
(B)(4) clinical study. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2009, the proximal right coronary artery (rca) was treated with placement of 4.00 x 32 mm taxus liberte stent. In (B)(6) 2010, the patient presented with chest tightness, fatigue, right arm pain and was diagnosed with stable angina (ccs class: 2). Coronary angiography revealed tubular proximal stenosis in the rca stented segment. The stenosis severity was not judged to be angiographic significant but instead representing a moderate in-stent restenosis. A target lesion in the first obtuse marginal branch was treated with placement of overlapping (3.00 x 16 mm proximal and 3.00 x 20 mm distal) taxus liberte stents. Following post-dilatation, residual stenosis was 0%. The next day the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the diameter of the target lesion was 4.0mm, that the entire proximal segment of the right coronary artery was described as diffusely diseased, and that the patient was discharged on lisinopril, plavix, asa and advil.

Manufacturer narrative:
(B)(4). PMA# or 510k# corrected from p060008 to p040016. Describe event or problem , catalog/model #, device lot number, device expiration date, device manufactured date: updated (B)(4).